Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: brand name: evolut fx plus valve, product ID: evfxplus-26, serial: (B)(6), use by date: 2027-05-16, UDI: (B)(4). Updated: b5, h6, h11. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant of a transcatheter valve, the delivery catheter system (dcs) nose cone became caught at the sinotubular junction (stj) and had difficulty crossing the valve annulus. As the valve reached the point of no return (ponr), a dis section was observed at the stj. Subsequently, the valve was temporarily deployed, and blood flow into the false lumen was suppressed. The valve was then fully deployed, and an echocardiogram was performed, revealing reduced blood flow, which was confirmed by a co mputed tomography (CT) scan. Subsequently, observation was initiated. Additional information was received that the injury occurred at the stj (n-r commissure). The physician indicated that the dcs contributed to the injury but not the valve. Per the physician, the cause of the injury was the dcs nosecone getting caught on the stj and a forced cross was attempted, but it appeared the damage had accumulated at the stj calcification even during pre-implant balloon dilation. The right femoral artery was used for access. The injury was managed conservatively as the valve implantation reduced the blood flow due to being able to cover the false lumen that had formed.

Manufacturer narrative:
Continuation of d10: product ID: l-evolutfx-2329 (lot: 0012642934); product type: 0195-heart valves; implant date: na; explant date: na. Section d references the main component of the system. Other medical products in use during the event include: brand name evolut fx plus valve; product ID: evfxplus-26 (serial: (B)(6); product type: 0195-heart valves; implant date: on (B)(6) 2025; explant date: na; h6. The codes present in section h6 correspond to multiple components/products that comprise this reported event. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant of a transcatheter valve, the delivery catheter system (dcs) nose cone became caught at the sinotubular junction (stj) and had difficulty crossing the valve annulus. As the valve reached the point of no return (ponr), a dis section was observed at the stj. Subsequently, the valve was temporarily deployed, and blood flow into the false lumen was suppressed. The valve was then fully deployed, and an echocardiogram was performed, revealing reduced blood flow, which was confirmed by a computed tomography (CT) scan. Subsequently, observation was initiated.